Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise with isometrics. The lead also had p-wave measurements less than 0.5 millivolts. During a device change out procedure, this lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.